Event description:
It was reported that the patient had an initial arthroplasty on an unknown date. Subsequently, the patient experienced instability and underwent a revision surgery. Details regarding the specific components addressed and intra-operative findings were not provided. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown head item# unknown, lot# unknown. Unknown cup item# unknown, lot# unknown. Unknown stem item# unknown, lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No products were returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, a4, b4, b7, d10. G3, g6, h2, h6, h10, h11. D10. Bioloxâ® option, head, m, ã¸ 32/0, taper 12/14 item# 00877703202 lot# 2642800. Unknown stem item# unknown lot# unknown. Unknown cup item# unknown lot# unknown.

Event description:
Diligence is completed and no further information on the reported event has been provided.